Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction where the open and select buttons on the keypad for channel b are inoperative. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "open and select buttons of keypad at channel b are inoperative" was confirmed by baxter personnel during product evaluation. The root cause was assigned to the channel select and open keys being inoperable. It was not indicated whether or not any repairs have been made to correct this condition. A service history review revealed that this device was previously serviced to replace the keypad, however the previous servicing didn't contribute to the reported problem. Device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.